Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate a review of the material specifications found there are requirements for conformance and a certificate of material analysis is required it has not ben reported where the two broken tips of the healicoil suture anchors were retained and/or were removed from inside of the patient. No clinical information was provided for inclusion in this medical investigation. It is unknown if the healicoil knotless pk suture anchor instructions for use, was adhered to. The healicoil IFU warns; ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ the suture anchors are implantable. If a portion of the healicoil anchor tips remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the tips were retained, it is unknown if the healicoil anchor tips will migrate and there is potential risk for tissue inflammation and/or pain. According the report, the procedure was completed with a s+n back-up device with a non-significant delay and no patient complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that when the doctor was doing cuff repair, when he inserted the helicoil knotless in the pilot hole the distal tip of the anchor broke. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no patient complications were reported.